Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device return to manufacturer.

Event description:
It was reported that during a cranial procedure, the router broke at the tip. It was also reported there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
Investigation results indicates the device came into contact with a hardened material or metal that would cause the rounding on the flute edge causing the fracture. The IFU for the attachment (5407-210-768 rev-b) has the following warning;"do not apply excessive pressure, such as bending or prying, with the cutting accessory, foot, or leg. Excessive pressure may fracture the cutting accessory or bend the attachment foot or leg."" Do not let the spinning cutting accessory come into contact with retractors or other metal tools. Metal shavings could detach from the equipment and fall into the surgical site."

Event description:
It was reported that during a cranial procedure, the router broke at the tip. It was also reported there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully.